Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; cause unknown. Customer administered a glucagon injection to address the bg. Reportedly, due to the low, the customer went to the emergency room on (B)(6) 2023 and was subsequently hospitalized. While in the hospital, the customer was treated with intravenous fluids of saline. The customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.